Event description:
It was reported that the event occurred while in the cath lab during use of an (B)(4). The doctor inserted the catheter via subclavian vein without issue. When inflating the balloon with carbon dioxide after insertion, the balloon did not inflate. There was no problem observed during the inflation test using carbon dioxide. As a result, the catheter was removed. A new kit was opened and used successfully. There was no report of patient death, complications, injury; no medical/surgical intervention was required. There was no delay or interruption in therapy noted. The patient outcome is fine.

Manufacturer narrative:
(B)(4).